Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1534527 mfg date 6/1/2015 exp date 6/30/2020, batch j1530870 mfg date 6/1/2015 exp date 6/30/2020, batch j1537013 mfg date 6/1/2015 exp date 6/30/2020, batch j1541606 mfg date 8/1/2015 exp date 8/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2016 and a drain was used. Two days post operatively the surgeon could not remove the drain smoothly and continued pulling it out. The drain was broken when it was extended about 10cm and remained in the patient's body. Re-surgery was performed under general anesthesia and the drain was removed from the wound on (B)(6) 2016. The patient is reported as doing well. Additional information has been requested.

Manufacturer narrative:
Received one used 15fr drain attached to the adapter. The fluted part of the drain is torn about 4 cm from the flutes start. The torn edge is very uneven, obviously damaged with sharp instrument prior being torn. The drain was damaged with some sharp instrument and later tore in the damaged area upon removal.